Event description:
It was reported that during the procedure the system alerted error code 303. The procedure was not completed due to this event. The were no patient complication reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.